Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 01k1300284 investigation did not show issues related to the complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the clips fell from the applier; no clips fell into the patient's body. The patient's condition was reported as fine.